Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax balloon kit was used in the kidney during a percutaneous nephrostomy procedure performed on (B)(6) 2017. According to the complainant, during the deflation, the balloon ruptured. There were no pieces of the balloon that detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Regarding the patient¿s condition at the conclusion of the procedure, it was noted that there were no adverse events or patient injury.